Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open hemorrhoidectomy, the surgeon was able to fully squeeze the handle, but the device did not fire and did not cut tissue. The stapler was missing the internal component that you place the anvil in the handle. It was not observed until after deploying the device and the staples did not deploy. Another device was opened and used to complete the case. There was no patient injury.